Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump damaged battery was confirmed and reproduced during product evaluation. The assignable cause for the reported problem was determined to be depleted batteries resulting from user error. The main batteries and battery harness replaced to fix the reported condition. This involved a remediated colleague infusion pump with user interface module master software version 5.09.90. This issue has been escalated to CAPA.

Event description:
The facility reported a colleague infusion pump with a damaged battery. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient involvement, injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.similar reports have been received for the reported problem.should additional information be received, a follow-up medwatch will be submitted.